Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion to the cause of the event. The following could not be completed with the limited information provided. Expiration date - ni, date implanted - ni, manufacture date ¿ ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01948.

Event description:
It was reported that patient underwent a hip revision due to chronic dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant product(s): - unknown cup, unknown stem. It has been indicated that the product will not be returned to zimmer biomet, as its was retain by the hospital. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that patient underwent a hip revision due to chronic dislocation. During the procedure, the femoral head and acetabular cup were removed and replaced. A liner was also implanted. No additional patient consequences were reported.